Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock flex cable. Additionally, the investigation determined that the downstream occlusion sensor was not functional. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock flex cable and dso sensor were replaced and the device passed all testing.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette error when the admin set was attached, and latch is closed. There was no patient involvement, and no patient harm/adverse event reported.